Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device data was not yet provided for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported.